Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had unwanted stimulation in the right arm down to the hand. Reprogramming was unable to resolve the issue. Initially, the pt was satisfied with the stimulation coverage, however, f/u identified the pt no longer had stimulation on the right side, and the physician might undertake surgical intervention at a future date.